Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon had an extra string that was unattached [device physical property issue]. Case narrative: consumer reported via email that the tampon had an extra string that was unattached. No injury was reported.